Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge timeout after being in end of service (eos) for an extended period. The physician and the patient chose to leave the device in use after the device triggered eos with all alerts turned off; however, the device alerted for charge timeout indicating no high voltage therapy would be available. The device remains in use. No patient complications have been reported as a result of this event.